Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was recharging their ins too frequently. It was reported that the patient changed their programming to hd settings two weeks prior to the report. The patient stated that they have to charge every day and sometimes in the morning. The patient initiated a recharging session at the time of the report and saw 6 coupling boxes and stimulation was on. The patient reported that the ins was charging at the 25% mark. The patient noted that they did not know that hd settings would require the patient to recharge more frequently. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.